Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited noisy signals on the right ventricular (rv) lead and right atrial (ra) lead, and oversensing on the rv lead, resulting in pacing inhibition for more than two seconds. The patient is pacing dependent and was symptomatic. The field representative noted there was no evidence if electromagnetic interference (emi) sources. Subsequently this pacemaker system was explanted and successfully replaced. No additional adverse patient effects were reported.